Manufacturer narrative:
(B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro was not activating properly when toggle was pulled back. The problem ended up being with the cord as the hemopro worked once it was replaced. The hospital did not report any patient effects.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro was not activating properly when toggle was pulled back. The problem ended up being with the cord as the hemopro worked once it was replaced. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for lot numbers 25140069, 25140020, and 25139967 the last 3 lots shipped to the account prior to the event date. There were no ncmr¿s recorded in the lot history.